Event description:
In 2005, patient presented to an outpatient ophthalmology office with corneal abrasion od secondary to contact lens-exam showed epithelial defect with underlying infiltrate-placed on zymar. The next day, anterior chamber inflammation-not responsive to antibiotics. Four days later, hypopyon in anterior chamber and corneal infiltrate with epithelial defect overlying. Placed on natamycin eye drops for fusarium positive culture-oral antifungals begun shortly thereafter-changed to amphotericin early 2006. In 2006, penetrating keratoplasty od with vision improvement; corneal button showed fusarium organisms. Intense inflammatory reaction ensued requiring anterior chamber washout the following month; indolent course ensued; second washout three weeks later. Continued intraocular inflammation od with subsequent thinning and corneal perforation. One month later, second corneal transplant performed. Currently, patient scheduled for third corneal transplant and cataract extraction with intraocular lens. Several attempts to obtain medical documentation from hcp were made-no medical records provided.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all products evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.